Event description:
It was reported that the universal modular electric/battery double trigger handpiece power toll is not working properly. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/19/2012. Evaluation of the device observed that the motor was seized. It has further been noticed that the trigger board and the controller board were defective. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.